Event description:
It has been reported to philips that the system was not powering on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the pdu fantray and dcps which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not turning on after the power was turned off. Review of the log files showed power hardware related issue. Fse tried restarting the device from power on button in the control room but the issue remained. The pdu breaker in the main cabinet was turned off and on but the situation still persisted. Fse found that the lamp indicating voltage output did not light up at all on boards. From the situation and the equipment circuit diagram, a situation in which an abnormality in the power control board was suspected. To resolve the issue fse replaced the pdu, fantray and dcps. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.